Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "air missing during patient use". The event occurred in nov-2023. No patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: one used decontaminated device sample was returned for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. An inflation test was performed on the received sample. It was confirmed that after twelve (12) hours the cuff was still fully inflated. The complaint was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken, and no trend for similar customer complaints was identified.